Event description:
Same event as MFR report #: 2134265-2008-03556 and 2134265-2008-04147. Reportability changed based on product analysis. It was reported that during a drug-eluting stenting treatment procedure, difficulty crossing the lesion was encountered. The severely calcified and 95% stenosed lesion was located in severely tortuous left circumflex (lcx). Ivus was used during the procedure, and the access site was the femoral artery. Flushing was maintained during the procedure. The vessel diameter was 3mm, and predilation was performed. The 3.00 x 12 mm taxus libert drug-eluting stent could not cross the lesion. The procedure was completed with 5 taxus liberte stents being deployed, and patient status was reported as 'good'. Returned product analysis revealed proximal stent damage.

Manufacturer narrative:
Analysis found proximal stent damage. Some of the stent struts were raised and some were bent back distally. The damage was measured at 1.78 mm using a snap gauge. The area where there was no damage found was measured at 1.29 mm using a snap gauge. Proximal stent damage is consistent with the device meeting some form of restriction during the withdrawal of the device. The stent had moved distally on the balloon. This type of damage is consistent with the delivery system encountering some form of restriction. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A device history records review showed no anomalies related to the complaint. The most probable root cause is operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.